Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving large differences between sensor and blood glucose readings. Customer stated that she recently received a sensor glucose level reading of 80 mg/dl, but her blood glucose level was actually 40 mg/dl. Blood glucose level at the time of the call was 107 mg/dl. The customer was advised as to proper insertion and calibration techniques. The sensor was not replaced or returned for analysis.